Manufacturer narrative:
The date of the event has been estimated. The age of the patient at the time of the event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rescue tape applied and then reinforced many times while on support. The dates of the first rescue tape applicate and then reinforcements were not able to be provided. The patient's entire driveline was covered in rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the driveline being covered in rescue tape could not be confirmed through this evaluation as no pictures were provided for review. The patient ultimately received a cosmetic driveline repair on (B)(6) 2021 (refer to manufacturer report number 2916596-2021-02784), and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2017. No further information was provided. The manufacturer is closing the file on this event.